Event description:
It was reported to philips that the x-ray tube was arcing, system was unable to expose. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and found that tube was arcing during use, the image quality was impacted, there was a little artifact. Upon visual inspection on tube, fse found tube cathode connector was arcing during use and caused that area black. To resolve the issue fse cleansed tube cathode connector and reinstalled tube. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.